Event description:
Device 1 of 4. Reference MFR. Reports: 1627487-2013-17159, 1627487-2013-17160, and 1627487-2013-17161. The pt has 4 occipital scs leads (off-label). It was reported the pt is experiencing inflammation at one of her scs lead incision sites on the left side of her head. Subsequently, the incision was cleaned and cultures showed positive for staph epidermidis which the physician determined is mots likely skin contamination. Additionally, the pt rec'd antibiotics.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.